Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device expulsion ('essure coils that have moved towards the uterus') in a 27-year-old female patient who had essure (batch no. 646516,646515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, anorexia, anxiety, asthma, gastric ulcer, hiatal hernia, hip fracture, depression, anxiety, body mass index normal and muscle spasms. Previously administered products included for an unreported indication: yaz from january 2008 to october 2009. Concurrent conditions included pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue, vaginal discharge, dysplasia and dysmenorrhea. Concomitant products included alprazolam (xanax) since 1995, carisoprodol (soma) since 1995 to june 2017, drospirenone;ethinylestradiol betadex clathrate (yaz) from july 2009 to september 2009, medroxyprogesterone acetate (depo-provera) from july 2009 to october 2009, oxycodone hydrochloride;paracetamol (percocet) since 2001 to june 2017 and paracetamol (acetaminophen) since september 2009. On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date: in current pfs reported as (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records abnormal bleeding, pelvic pain, metrorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media:'pelvic inflammatory disease' and device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter, patient demographics, medical history, historical drug, concomitant drugs were added. Added events infection (bladder/ urinary tract/vaginal) type: vaginal , psychological or psychiatric problems condition: depression, anxiety /mental anguish , migraines / headaches , nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , weight loss. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device expulsion ('essure coils that have moved towards the uterus') in a 27-year-old female patient who had essure (batch no. 646516,646515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, anorexia, anxiety, asthma, gastric ulcer, hiatal hernia, hip fracture, depression, anxiety, body mass index normal and muscle spasms. Previously administered products included for an unreported indication: yaz from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue, vaginal discharge, dysplasia and dysmenorrhea. Concomitant products included alprazolam (xanax) since 1995, carisoprodol (soma) since 1995 to (B)(6) 2017, drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2009 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) since 2001 to (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6)2011, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic inflammatory disease, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date: in current pfs reported as(B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records abnormal bleeding, pelvic pain, metrorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media:'pelvic inflammatory disease' and device dislocation. Lot number: 646515 manufacturing date: 2009-06 expiration date: 2012-06 lot number: 646516 manufacturing date: 2009-06 expiration date: 2012-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('essure coils that have moved towards the uterus') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, anorexia, anxiety, asthma, gastric ulcer, hiatal hernia and hip fracture. Concurrent conditions included pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue, vaginal discharge, dysplasia and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device expulsion, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records abnormal bleeding, pelvic pain, metrorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media:'pelvic inflammatory disease' and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('essure coils that have moved towards the uterus') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 646516,646515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, anorexia, anxiety, asthma, gastric ulcer, hiatal hernia, hip fracture, depression, anxiety, body mass index normal and muscle spasms. Previously administered products included for an unreported indication: yaz from january 2008 to october 2009. Concurrent conditions included pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue, vaginal discharge, dysplasia and dysmenorrhea. Concomitant products included alprazolam (xanax) since 1995, carisoprodol (soma) since 1995 to june 2017, medroxyprogesterone acetate (depo-provera) from july 2009 to october 2009, oxycodone hydrochloride;paracetamol (percocet) since 2001 to june 2017 and paracetamol (acetaminophen) since september 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pain / chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos"), psychological trauma ("psych injury") and the second episode of vaginal infection ("vaginal infection"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device expulsion, vaginal haemorrhage, depression, anxiety, migraine, nausea, dyspareunia, weight decreased and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, hypersensitivity and the last episode of vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal haemorrhage, weight decreased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date: in current pfs reported as (B)(6) 2019. Patient received treatment for pain and bleeding. Concomitant drug : yaz. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records abnormal bleeding, pelvic pain, metrorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media:'pelvic inflammatory disease' and device dislocation. Lot number: 646515, manufacturing date: 2009-06, expiration date: 2012-06. Lot number: 646516, manufacturing date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: correction received : rcc updated. Amendment: the report was also amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('essure coils that have moved towards the uterus') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 646516,646515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, anorexia, anxiety, asthma, gastric ulcer, hiatal hernia, hip fracture, depression, anxiety, body mass index normal and muscle spasms. Previously administered products included for an unreported indication: yaz from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue, vaginal discharge, dysplasia and dysmenorrhea. Concomitant products included alprazolam (xanax) since 1995, carisoprodol (soma) since 1995 to (B)(6) 2017, drospirenone;ethinylestradiol betadex clathrate (yaz) from ((B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) since 2001 to (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pain / chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos"), psychological trauma ("psych injury") and the second episode of vaginal infection ("vaginal infection"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device expulsion, vaginal haemorrhage, depression, anxiety, migraine, nausea, dyspareunia, weight decreased and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, hypersensitivity and the last episode of vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal haemorrhage, weight decreased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date: in current pfs reported as (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records abnormal bleeding, pelvic pain, metrorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media:'pelvic inflammatory disease' and device dislocation. Lot number: 646515, manufacturing date: 2009-06, expiration date: 2012-06 . Lot number: 646516 manufacturing date: 2009-06 expiration date: 2012-06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter add. Events abdominal pain, general abnormal bleeding, allergy nos, psych injury and vaginal infection added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('essure coils that have moved towards the uterus') and genital haemorrhage ('abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, anorexia, anxiety, asthma, gastric ulcer, hiatal hernia and hip fracture. Concurrent conditions included pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue, vaginal discharge, dysplasia and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device expulsion, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records abnormal bleeding, pelvic pain, metrorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media:'pelvic inflammatory disease' and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Lot number and lab data added. Historical and concomitant condition added. Events; pelvic inflammatory disease, device dislocation,abnormal bleeding, abnormal bleeding (vaginal), menorrhagia were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.